Event description:
During a routine procedure to revise a thrombosed vectra graft and prior to inserting a thrombectomy catheter into a femoral artery-femoral vein access graft, the surgeon reported that the outer porous layer of the graft appeared to be missing as the support rings were not attached to the graft. He also reported a hole/tear in the graft in the apex area that penetrated through the middle layer to the graft lumen. It was also stated that it did not appear to be a dialysis needle puncture.